Event description:
It was reported that during cleaning at the user facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during cleaning at the user facility, the device was producing metal shavings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The original reported event, metal shavings, was duplicated. Upon disassembly, metal shavings were visible under microscope in the area around the wedge at the nose of the collet. The device was not returned to the customer.